Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing chest pain, heart rate "shoot up to 200 and then down into the 50's" and strokes. The patient states that the implantable pulse generator (ipg) exhibited "problems"...."arrhythmia and it won't keep it under control" and was in "sleep mode" for two years. The patient stated that the ipg was interrogated and the ipg has "less than .01% battery remaining". The ipg remains in use. No further patient complications have been reported as a result of this event.